Event description:
Per importer's MDR: potential for injury associated with an unknown standard wheelchair with broken rear arm hardware. This could result in inconsistent operation of the unit which could potentially result in injury to the user.

Manufacturer narrative:
There is no way to know whether this device was manufactured by a and I industries ltd since there was no model number provided and the device was not returned for evaluation.